Event description:
A nurse had contacted home care services (hcs) regarding a pca extension set which broke off while a syringe was connected and they lost all the narcotis. This event has happened numerious times before. Product surveillance spoke with the customer. The customer stated that the connection between the catheter extension set and the prefilled syringe luer has broken off while the patient was conneted to the set. The nurse confimed that all the connetion sights were secure. The nurse stated that this has been reported to her for the past two weeks but thinks it has been happening longer than that. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.